Manufacturer narrative:
A partial lead measuring 46cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported that patient presented in clinic for follow up. Upon interrogation, the right ventricular lead exhibited noise. Isometric testing was performed and noise was reproducible when palms were pressed against each other. All other electrical measurements were in range. On (B)(6) 2017, the lead was explanted and replaced. The patient was in stable condition prior, during, and post operation.